Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent cardiac ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After the procedure was completed and the patient was stable, the physician performed a scan of the heart with the intracardiac echo (ice) catheter and discovered a pericardial effusion. A pericardial puncture was performed and the patient left stable; never came back to the lab.. There was no report of additional interventions nor extended hospitalization. This adverse event was discovered post use of biosense webster products. In the opinion of the physician there was no product dysfunction. The physician expected that, at a moment, the catheter strangely looks like to be out of the fam [geometry] at the infero-posterior wall of the right inferior pulmonary vein (ripv). The patient only stayed overnight. One transseptal was performed with an unspecified device. There was no evidence of steam pop. The irrigation settings were 8ml/min. There were no error messages observed on biosense webster equipment during the procedure. Graph, dashboard, vector and visitag force visualization features were used. The visitag stability parameters were range: 3 mm, time: 3 s, fot: 25%, 3g, tag size: 3 mm. No additional filter used with visitag. Ftp index was used for color option.